Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the 9600 system iris potentiometer would not work and the collimator possibly needed to be calibrated. No patient injury was reported.